Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs for evaluation. Bd received three photographs of one 24g insyte autoguard device in what appeared to be sealed unit packaging from lot number 3166521. Upon inspection of the photographs received, specks of a dark matter appeared to be embedded inside the grip. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Manufacturer narrative:
E. Address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard foreign matter 'on needle' the following information was provided by the initial reporter, translated from chinese to english: black foreign substances in the syringe. 20 jan 2025. The date of the event is january 6th. It happened only once. There is contamination in the needle.